Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) old male pt to report that his monitor was displaying service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable)) has been confirmed. Upon receipt the j702 connector on the distribution node pca was broken at the trunk cable connection, the trunk cable was pulled form the strain relief, and the distribution node to front therapy electrode cable was pulled from the strain relief. The cause for the code 204 was the broken j702 connector. The cause for the broken connector was the pulled cables. The root cause for the pulled cables cannot be positively determined but is likely physical abuse. The electrode belt was fully functional upon replacement of connector and pulled cables. No adverse event resulted form the pulled cable. The pt received a replacement electrode belt.